Event description:
5 cases of endophthalmitis observed 1-month postoperative. It is unknown whether this event is related to this product. No record of the lot numbers for the viscoelastic were retained by the user facility. No product will be returned for evaluation.